Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the conical abutment was fractured at the screw inside implant on tooth site #15. The doctor was able to remove the broken fragment from the implant. Abutment placed on (B)(6) 2023 and removed on (B)(6) 2026. Patient suffered from pain and inflammation. Procedure was completed. Bone density type: iii.